Event description:
Infection on 10 injection sites on abdominal wall [injection site infection]. Case description: this spontaneous report received from germany is reported by a consumer as "infection on 10 injection sites on abdominal wall". It concerns a pt (gender: male, age: unk) treated with protaphane penfill (insulin human) (drug first dose unk, drug stop date unk) and novorapid penfill (insulin aspart) (drug first dose unk, drug stop date unk) and novofine 8mm (30g) (needle) and novopen 3 (insulin delivery device) and novopen 3 (insulin delivery device) for "drug use for unk indication". Medical history included diabetes mellitus. On an unk date the pt experienced infections on 10 injection sites on the abdominal wall. He was treated with antibiotics, and two of the infection sources was opened surgically and seem to be healing, while other sources of infections still remain. The pt does not remove the needle from the device after injection, and there is always 2-3 drops leaking into the cap of the pen after injection. The overall outcome was reported as "not yet recovered". Reporter's causality: possible. Novo nordisk's causality: reportable. Comment: company comment: any injection implies a risk of infection at the injection site due to possible contamination with micro-organisms. As the contamination can be introduced in different ways further info was requested, but no response was received.